Manufacturer narrative:
The insulin was pump received with blank display due to moisture damage on electronic assembly. The insulin pump received with cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump screen had a blank display. The customer's blood glucose was 8.2 mmol/l at the time of incident. The customer stated that they tried to change the battery but the display did not return. The insulin pump will be replaced and will not be returned.